Event description:
Medtronic received, information regarding a navigation system being used outside of a procedure. It was reported, that there was a black screen with scrolling text upon boot up. After rebooting, the text reappeared in a larger format. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use, during the event include: product ID: 9736411r, (serial/lot: unknown). H3, h6: the system was serviced in the field. In summary, hardware parts were replaced. Codes b01, c19 and d15 are applicable. H6: multiple annex a codes were applied to capture this event. A1102 captures the scrolling text, a0902 captures the black screen, a110201 captures the system unable to boot-up, due to the black screen with scrolling text and a23 captures the text that reappeared in a larger format. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that unspecified hardware components were replaced. The navigation system then passed the system checkout and was found to be fully functional. The solid-state drive (ssd) (product: ssd 9736411r 2.5in s8 os 2.0.x duped rfb, serial/lot: (B)(6)) was returned to the manufacturer for analysis. Analysis found no failure. H6: codes d02, b01, c13 apply to the system (product: surgn cart 9735665 stealth s8 premium, serial/lot: (B)(6)). Codes d14, b01, c19 apply to the ssd (product: ssd 9736411r 2.5in s8 os 2.0.x duped rfb, serial/lot: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.